Manufacturer narrative:
Investigation summary: bd did not receive and samples or photos for investigation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: damaged/broken. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® serum, sample leakage was observed despite the tube being closed. Staff immediately contained the leaked blood using tissue and sufficient sample remained in the tube for testing. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® serum, sample leakage was observed despite the tube being closed. Staff immediately contained the leaked blood using tissue and sufficient sample remained in the tube for testing. No adverse impact was reported regarding the patient or user.